Manufacturer narrative:
No patient was involved in this event. Device lot number and manufacture date not available. Visual evaluation performed in the field found the screw was stripped on the clamp.

Event description:
A medtronic representative reported that a spine clamp had a stripped screw. No patient present or involved in this event.